Manufacturer narrative:
Correction: section a.3. Advanced bionics considers the investigation into this reportable event as closed. The recipient's vertigo has improved. The recipient is using the device. No further treatment details will be provided. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced vertigo following initial surgery due to pneumolabyrinth associated with a fistula. The recipient reportedly underwent a procedure to seal the fistula. The recipient's vertigo issues have improved. Additional information regarding treatment details were not provided.